Event description:
It was reported that the device displayed an error code related to a self-test. The device was returned to the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the keypad board was replaced. (B)(4).